Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed imaging window was detached near the lapjoint section and imaging core wind up was observed. The guidewire was not returned with the catheter.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. The device was inserted while imaging and during delivery to the target site, it became entangled with the guidewire and separated. The catheter had rotated and twisted along the transducer. The device was removed, and the procedure completed with another of the same device. There was no patient injury.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. The device was inserted while imaging and during delivery to the target site, it became entangled with the guidewire and separated. The catheter had rotated and twisted along the transducer. The device was removed, and the procedure completed with another of the same device. There was no patient injury.